Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 8281822 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two picture samples were returned for evaluation by our quality engineer team. Through examination of the picture samples, white particles were observed within the syringe barrel. After analyzing the picture and discussing the sample with the manufacturing technicians, the plastic particles were identified as lubricant from the syringe barrel. This lubricant is included in the plastic formulation and is inherent to the design and function of the two piece syringe.

Event description:
It was reported that white particles were seen in 2 syringes s2 10ml ns before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: ¿there are particles(white shavings in both syringes (5 and 10 ml). It looks like rubbed off the stamp. No patient contact, impact nor injury reported. The customer saw the particles before use. The syringes were not used. The particles are inside the syringe, white and probably made of plastic¿.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that white particles were seen in 2 syringes s2 10ml ns before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: ¿there are particles(white shavings in both syringes (5 and 10 ml). It looks like rubbed off the stamp. No patient contact, impact nor injury reported. The customer saw the particles before use. The syringes were not used. The particles are inside the syringe, white and probably made of plastic¿.